Event description:
It was reported that the patient would having her vns lead and generator replaced due to an unknown reason. Additional information was later received as an implant card that indicated the reason for replacement was "lead broken." Follow-up with the surgeon's office indicated that the lead fracture was found in the neck area near the electrode bifurcation and an opening in the lead insulation was also observed at that location. X-rays were taken prior to the surgery that confirmed the lead fracture, however these will not be sent to the manufacturer for review. No trauma or manipulation of the lead was noted. Last known good diagnostics were not provided. Attempts for the return of the explanted lead and generator are in progress. No adverse events have been reported.

Event description:
Additional information was received indicating that the explanted lead and generator will not be returned per hospital policy.

Manufacturer narrative:
Device failure suspected, however no death or serious injury has been reported.